Manufacturer narrative:
Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause for the reported valve thrombosis cannot be confirmed; however, an elective decision was made to explant the sapien xt valve. In addition, patient factors (cad, chf with ischemic cardiomyopathy) may have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Upon review of medical records (admission, operative, echo reports), the patient was admitted with increasing exertional chest pain over several days and weeks. He was found to have an elevated troponin-I and diagnosed with nstemi. A coronary angiography revealed left main stenosis of 60-70%, patent lima-lad graft and 60% stenosis of the rca. There was concern for leaflet thrombosis of prosthetic aortic valve. An echocardiogram revealed a dilated left ventricle with generalized hypokinesis and ef estimated at 30% with normal diastolic dysfunction; severe stenosis of the bioprosthetic aortic valve. During the explant procedure, the previous aortotomy was reopened and the previous prostheses examined. The pericardial prostheses was intact. There was some thrombotic material at the base of the leaflets, ¿this was surprisingly not very impressive¿. However, although the leaflets appeared to coapt adequately and without significant distortion, opening was incomplete and appeared to be limited to a hinge point in the mid portion of each leaflet. The entire prosthesis was removed; the annulus was extensively debrided. An echo (tee) after bypass revealed a satisfactory prosthetic valve function. The patient was transferred in stable condition for post management care. Pathology diagnosis of the aortic valve removal revealed the prosthetic aortic valve (gross examination only) fragment of cardiac muscle with dystrophic calcification, fibrosis and minimal chronic and inflammation and no significant acute inflammation identified.

Manufacturer narrative:
(B)(4) in this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the explant of the sapien xt valve 57 days after tavr procedure. A supplemental report will be submitted when and if additional information becomes available. Explant of aortic bioprosthetic valves can be due to multiple mechanisms, the device was not returned and information was not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time. There is no information to suggest a device quality deficiency was related to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through implant patient registry (ipr), 57 day post implant of a 23 mm sapien xt valve, the valve was explanted and a surgical valve was placed.